Manufacturer narrative:
Concomitant devices: sheath introducer(6fr 10cm terumo). Guidewire (chevalier 14 floppy,fmd). (B)(6). A review of the manufacturing documentation associated with this lot 17200227 was performed and revealed no anomalies during the manufacturing and inspection processes. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure in the left superficial femoral artery, a saber pta balloon catheter ruptured at nominal pressure. It was changed to another balloon catheter of the same size and the procedure was successfully completed. There was no reported patient injury. The device will be returned for analysis. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99%. An antegrade approach was made. A sheath introducer (6fr 10cm terumo) was inserted and a guidewire (chevalier 14 floppy, fmd) was crossed the lesion. After the lesion was checked by ivus, the saber pta balloon was delivered to the lesion and inflated when it ruptured.

Manufacturer narrative:
During an unspecified interventional procedure in the left superficial femoral artery, a saber pta balloon catheter (bc) ruptured at nominal pressure. It was changed to another balloon catheter of the same size and the procedure was successfully completed. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 99%. An antegrade approach was made. A sheath introducer was inserted and a guidewire was crossed the lesion. After the lesion was checked by ivus, the saber pta balloon was delivered to the lesion and inflated, when it ruptured. The procedure was for left superficial femoral artery. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. An indeflator was used but the brand was not indicated. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion or if the catheter was ever in an acute bend. The maximum inflation pressure is also unknown. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. The device was returned for analysis. One non-sterile unit of saber 4mm x 4cm 90cm bc was returned. Per visual analysis no damages were noted in the device. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and a burst was observed in the balloon. Per sem analysis the external surface exhibited abrasion marks that could be related to the balloon burst. The internal surface and distal marker band did not exhibit any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17200227 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, mild tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that the procedure was for left superficial femoral artery. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and the contrast to saline ratio used are unknown. An indeflator was used but the brand was not indicated. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, difficulty crossing the lesion or if the catheter was ever in an acute bend. The maximum inflation pressure is also unknown. It is unknown if the balloon catheter kinked while being used. It is also unknown if the balloon catheter removed easily from the vessel and from the other devices. Additional information is still pending and will be submitted within 30 days upon receipt.